Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/16/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the reported event, of a load step malfunction, could not be adequately investigated due to a recurring cs-127 illegal battery type call service alarm; thus no conclusions could be determined in this regard. The black box data showed multiple eaw-162 loss of prime warnings, which were caused by zero-value force sensor readings and are related to the complaint. The reference voltage was found to be below the lower specification limit. The c38 component was removed, and the reference voltage returned to levels within the specifications. The c38 single component failure was the cause of the cs-127 call service alarm. Inspection of the force sensor circuit revealed an intermittent condition due to a cracked trace. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event could not be adequately investigated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.